Manufacturer narrative:
Added b5, g3/g4, h1/h2. Corrected date in b5 event description (B)(6).

Event description:
On (B)(6) 2024 a secondary intervention occurred on the patient for a type 1a endoleak. Disease progression was the cause for the type 1a endoleak. The leak was resolved at the end of the case. The patient tolerated the procedure.

Event description:
The fsa reported the following to gore: on (B)(6) 2024, the patient underwent an endovascular procedure to treat an aneurysm utilizing the gore® excluder® conformable aaa endoprosthesis (trunk ipsilateral component) and gore® excluder® aaa endoprostheses (two contralateral leg components). The patient tolerated the procedure. On (B)(6) 2024 a secondary intervention occurred on the patient for a type 1a endoleak. Disease progression was the cause for the type 1a endoleak. The leak was resolved at the end of the case. The patient tolerated the procedure.

Manufacturer narrative:
According to the gore® excluder® conformable aaa endoprosthesis instructions for use, adverse events that may occur and / or require intervention include endoleaks. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2022, the patient underwent an endovascular procedure to treat an aneurysm utilizing the gore® excluder® conformable aaa endoprosthesis (trunk ipsilateral component) and gore® excluder® aaa endoprostheses (two contralateral leg components).

Manufacturer narrative:
Corrected date in b5 event description from january 24th, 2024 to january 24th, 2022. Corrected a.1. Patient identifier from (B)(6).